Event description:
It was reported that the patient presented to the hospital after receiving multiple shocks, due to a vt storm. Upon interrogation the device was found in back up vvi mode with high voltage therapy disabled. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported bvvi reset mode was confirmed in the laboratory. The cause of the reset was found to be due to a power on reset, consistent with a low battery voltage. The device was found to have a low battery voltage as a result of hv charges due to vt storms. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within the normal longevity estimations. The device was tested on the bench and using our automated test equipment. No anomaly was found.